Event description:
It was reported via a programming history database periodic review that the patient had high lead impedance on a system diagnostics test. No known surgical intervention has occurred to date. No other relevant information has been received to date.